Event description:
It was reported the pt's (B)(6) ipg has been inoperable since 2007. Prior to that time, the pt reported difficulty recharging the device. In addition, the pt has lost sight and is experiencing pain and discomfort at the ipg site. Details regarding the next course of action in this matter have not been disclosed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.